Event description:
Biomedical technician reported a home pt receiving claforan and cleocin did not receive an audible alarm at the end of the infusion. Biomedical technician does not know if the attention light flashed at the end of the syringe. The biomedical technician reports the pt was not injured adn did not require any medical intervention.